Event description:
A patient reported blood glucose results of "371 mg/dl, 298 mg/dl, and 237 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.